Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the emitter for the navigation system shut down without prompt from the user. The reported issue occurred while registering the patient. Reseating the cable restored functionality. There was a reported delay to the procedure of five minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. It was noted that the logs did indicate a failure mode of the electromagnetic (em) firmware, but provided no additional insight into the reported issue.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Additional information device manufacture date provided. Correction: patient demographics updated to proper value.

Manufacturer narrative:
Correction: medtronic received information that, when the reported issue occurred, the navigation system displayed that communication could not be established with the emitter until the cables were reseated. Correction: following the log analysis for the navigation system, he software evaluation found that a probable cause was unable to be determined.